Manufacturer narrative:
The main component of the system and other applicable components are product ID: 8731sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid(20 mg/ml at 7.762 mg/day) via an implantable infusion pump. It was reported that a 5x5x7 granuloma was found via magnetic resonance imaging(MRI) on (B)(6) 2018. It was reported that the patients intrathecal drug concentration and dose as well as the patient taking an anticoagulant contributed to the granuloma issue. The issue was not resolved at the time of this report and admission to the hospital for the administration of heparin is planned for 48 hours prior to the patients surgery. The patient is reported as being alive with no injury at the time of this report. No further complications have been reported as a result of this event.